Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using fiasp insulin in the cartridge and was using cold insulin. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.